Manufacturer narrative:
Technician found that buttons toward the foot end were not always responding. It seemed that the membrane keys were not functioning properly on the new part. The technician replaced the switch panel on the right head caregiver overlay to correct the issue.

Event description:
Technician alleged that he installed a new right head caregiver overlay and now the foot down function is running unintentionally. Technician stated that there were no injuries.